Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The disposable codman cord and tubing (ID 9190002rpb) was not returned for evaluation (sample is not available for return) and lot number information has not been provided; but a photo was provided that the device was no longer connected to the setup. There were no visual scorch marks on the product therefore the image attached could not be used to confirm the complaint. Root cause analysis - potential root causes for this failure mode per the risk documentation, include inappropriate insulation thickness, material or dimensions/tolerance.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a disposable codman cord and tubing (ID 9190002rpb) sparked during use. The bipolar forceps were removed from sterile field, new bipolar cord was retrieved, as well as a new generator. Surgery was continued and no other problems were noted.